Event description:
Report received of a leak form the clave port. The tubing set was returned to the user facility's coporate materials department with a note that stated, "rubber part of the clave leaked IV fluid." There was no adverse event reported. Though requested, no additional information was provided.